Event description:
It was reported that the programmer was not able to interrogate some devices and that the fan was making noises. The programmer was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Programmer would not interrogate devices. A printed circuit board found out of electrical specification. System fan is noisy.